Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alert occurred on an ilet system using an infusion set, after which the user performed a full supply change with agent guidance and the alert resolved; the user believed blood glucose was elevated in association with the occlusion. Symptoms included hyperglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included troubleshooting and user education regarding occlusions and supply replacement. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and related disposables, with resolution after replacement, consistent with a transient flow restriction. It was concluded, based on previously established findings for similar reports, that the cause was occlusion due to use-related or disposable-related factors.